Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received on review of a powerpoint presentation titled, "biomet hs acl study" which aimed to calculate the failure rated of 104 primary hs acl reconstructions based on kt testing (greater than 3mm difference side to side), CT scan the failures and same number of non-failures and see if tunnel position changed the outcome, and biodex test isokinetic quadricep and hamstring strength and see if this predisposed to failure. The presentation reported: two (2) clinical failures by means of need for revision. Thirty (30) failures as diagnosed on kt testing. Twenty-one (21) failures CT scanned. It was concluded the failures were not able to be correlated with femoral tunnel position or biodex strength testing. This would indicate that tunnel placement and lower slow/fast isokinetic strength are not predisposing factors in hs acl failure cohort. Additional information received from article authors reported only three clinical failures that required intervention are adverse events.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received on review of a powerpoint presentation titled, "biomet hs acl study" which aimed to calculate the failure rated of 104 primary hs acl reconstructions based on kt testing (greater than 3mm difference side to side), CT scan the failures and same number of non-failures and see if tunnel position changed the outcome, and biodex test isokinetic quadricep and hamstring strength and see if this predisposed to failure. The presentation reported: two (2) clinical failures by means of need for revision. Thirty (30) failures as diagnosed on kt testing. Twenty-one (21) failures CT scanned. It was concluded the failures were not able to be correlated with femoral tunnel position or biodex strength testing. This would indicate that tunnel placement and lower slow/fast isokinetic strength are not predisposing factors in hs acl failure cohort.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Information was received on review of a powerpoint presentation titled, "biomet hs acl study" which aimed to calculate the failure rated of 104 primary hs acl reconstructions based on kt testing (greater than 3mm difference side to side), CT scan the failures and same number of non-failures and see if tunnel position changed the outcome, and biodex test isokinetic quadricep and hamstring strength and see if this predisposed to failure. The presentation reported: two (2) clinical failures by means of need for revision, thirty (30) failures as diagnosed on kt testing, twenty-one (21) failures CT scanned. It was concluded the failures were not able to be correlated with femoral tunnel position or biodex strength testing. This would indicate that tunnel placement and lower slow/fast isokinetic strength are not predisposing factors in hs acl failure cohort. Additional information received from article authors reported only the two clinical failures that required intervention are adverse events.